Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred frequently between (b)(6) 2026. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the patient began using a new sensor. According to the patient's wife, the sensor initially functioned as expected. Later that night, the CGM generated a LOW alert and displayed a glucose value of 51 mg/dL while the patient and his wife were sleeping. The patient performed a fingerstick blood glucose (FSBG) test, which showed approximately 300 mg/dL. No medication was administered, and the patient did not consume food or drink in response to the CGM reading. During the early morning hours of (b)(6) 2026, the patient received another LOW alert. At that time, the patient reported feeling agitated, sleepy, and experiencing a headache. The patient performed another FSBG test, which again showed approximately 300 mg/dL while the CGM continued to display LOW. In response to the elevated FSBG value, the patient's wife administered insulin by injection; the dosage was unknown. When the patient's condition did not improve, he was transported by private vehicle to the Emergency Department (ED). Upon arrival, the CGM continued to display LOW. The patient received intravenous (IV) fluids; the type and volume of fluids administered were unknown. No additional treatments or diagnostic tests were reported. The patient was not admitted and was discharged after approximately 8 hours of observation. At the time of reporting, the patient was stated to be doing well. The reported glucose values fall within the D zone of the Parkes Error Grid. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.